Event description:
It was reported to philips that the system was unable to perform digital subtraction angiography. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic neurovascular procedure, which was completed as planned after performing fluoroscopy for several seconds to calculate test shot parameters. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform digital subtraction angiography (dsa). Upon troubleshooting the rse determined that the customer had navigated to dsa procedure from a different protocol and issue occurred as the customer was unaware of the process. To resolve the issue, the rse guided the user while navigating from one protocol to dsa, user had to perform a fluoroscopy for few seconds then go for dsa. After the guidance provided, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred as the user was unaware of the digital subtraction angiography (dsa) procedure. As per system specification the user had to perform a fluoroscopy for few seconds then go for dsa, but the customer didn¿t follow it, which resulted in this reported issue. The reported malfunction was caused by the user, and the philips system was working fine. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.